Event description:
It was reported within five days post implant that the right atrial (ra) lead appeared to be sensing ventricular signals. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.